Manufacturer narrative:
H6: investigation summary: manufacture records have been reviewed and no abnormal was found. DHR of lot 0142785 was reviewed and no qn found. Retained samples were tested on draw volume, all result meet the product specification. Base on investigation a certain cause cannot be concluded at the moment. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2 edta 5.4mg experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated "when using the tube, it was found that the tube has a low draw issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta 5.4mg experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated "when using the tube, it was found that the tube has a low draw issue."